Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated with doxycycline on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2020, and (B)(6) 2020; gentamycin 0.3% opthalmic solution on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The device reportedly operated as expected. The patient continues to have the same drainage at the same site with no evidence of infection. The plan of care was reported to be regularly changing dressings.

Event description:
It was reported that the patient had an infection. It was reported that the subject had a moderate amount of white serious drainage from the driveline site. This has been previously cultured and has always had negative cultures. The subject has received several rounds of doxycycline for this drainage in the past according to clinic note. The drainage was first mentioned in a clinic note on (B)(6) 2018. In a second clinic note it was stated that the patient admitted to dropping the controller many times and that the drainage is likely due to trauma at the driveline site.